Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message associated with battery depletion. A request was made to have data from this device analyzed, however technical services (ts) requested the patient perform a patient-initiated interrogation (pii), as they have not connected to the remote monitoring system in over one month. This investigation will be updated when further information is provided. This s-ICD remains in-service. No adverse patient effects were reported. Additional information was received. Device data was provided for analysis. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This s-ICD remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
A correction report is being submitted to provide premature discharge of battery code to section h6.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message associated with battery depletion. A request was made to have data from this device analyzed, however technical services (ts) requested the patient perform a patient-initiated interrogation (pii), as they have not connected to the remote monitoring system in over one month. This investigation will be updated when further information is provided. This s-ICD remains in-service. No adverse patient effects were reported. Additional information was received. Device data was provided for analysis. Data analysis confirmed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 90 days or more frequent monitoring was recommended. This s-ICD remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message associated with battery depletion. A request was made to have data from this device analyzed, however technical services (ts) requested the patient perform a patient-initiated interrogation (pii), as they have not connected to the remote monitoring system in over one month. This investigation will be updated when further information is provided. This s-ICD remains in-service. No adverse patient effects were reported.